Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was not feeling any stimulation, they had their programmer, and their settings were at 0.0v on program 3. When asked when they noticed the issue, the patient reported it had ¿been awhile¿ but they had been ¿controlling everything.¿ the patient also reported that all of a sudden they had this problem, explaining that they meant they noticed that the therapy was not controlling their symptoms ¿probably a couple of weeks ago.¿ the patient also reported that they could not change their settings, and they noticed this issue two days before the report. The patient stated they previously had their settings on program 2 at 0.3v but did not feel stimulation, and did not remember when they noticed it. The patient noted that when they last used the programmer they were on 2.6, but then said they were under 3.0. The patient stated their reason for calling was to get further assistance with using the programmer, so they could feel stimulation. Syncing with the programmer showed stimulation was on at 0.0v on program 3. It was reviewed that the reason they were not feeling stimulation likely had to do with the stimulation level being at 0.0v. The patient noted that when they tried making adjustments they did not press the sync button. The patient adjusted the stimulation to 0.6v where it was comfortable. The patient also stated that when they had the stim put in there were ¿two wires¿ and asked if they needed to make further adjustments for their implanted system. The patient would monitor their symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the lack of stimulation were that ¿when the patient¿s nerved over take them, they seep from their rectum.¿ the patient continued that they upped the device from 2.7 to 3.0, not realizing that 3.0 wasn't helping. When asked what the circumstances were that led to the sudden loss of symptom control the patient reported their nerves started them seeping again, so they upped the device to level 3.0, not realizing that wouldn't help. The patient reported that the sudden loss of symptom control had been resolved by the increase in stimulation. The patient also reported that the circumstances that led to the inability to adjust their settings was that it had been a long time since they needed the level upped and they forgot how they had upped the number. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.